Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate\sense portion which resulted in oversensing and pacing inhibition greater than two seconds. The pacing inhibition was not a factor due to the intrinsic rate of 60 beats per minute (bpm) and the device programming of dual chamber sensing and pacing and response. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.